Manufacturer narrative:
(B)(4). Age at time of event was over 60 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06038. It was reported that a tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 33mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was implanted and the procedure was completed successfully at with no patient complications. 2 hours after the procedure was completed the patient was currently on novel oral anticoagulants (noac) reported to be hypertensive and had a pericardial effusion with tamponade. Pericardiocentesis was performed on the patient. The patient was doing fine following the pericardiocentesis.